Event description:
It was reported that this newly implanted cardiac resynchronization therapy defibrillator (crt-d) recorded an alert for high out-of-range shock impedance measurement, measuring greater than 200 ohms in the right ventricular (rv). Additional information was provided, it was suspected that the competitor rv lead was somehow damage during this implant procedure. It was at the physician's discretion to leave the system as is. No adverse patient effects were reported. This crt-d and competitor rv lead remains in-service.

Event description:
It was reported that this newly implanted cardiac resynchronization therapy defibrillator (crt-d) recorded an alert for high out-of-range shock impedance measurement, measuring greater than 200 ohms in the right ventricular (rv). Additional information was provided, it was suspected that the competitor rv lead was somehow damage during this implant procedure. It was at the physician's discretion to leave the system as is. No adverse patient effects were reported. This crt-d and competitor rv lead remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.